Manufacturer narrative:
The complaint of a catheter break was confirmed and the cause was found to be use-related. The returned product was one powerglide catheter with the device housing. Minimal usage residue was seen on the sample after decontamination. The catheter was returned in two segments. The surfaces of detachment between the two segments appeared complementary. Microscopic examination of the surfaces of detachment between the two segments exhibited an oblique plane, irregular but well-defined edges, and glossy veneers. The proximal end of the distal segment also exhibited separate outward-facing puncture damage. Three photo samples were also returned. One sample depicted the catheter in two segments but sill threaded onto the needle and guidewire. The proximal end of the distal segment appeared slightly twisted. In the second photo, the powerglide needle within a pt's skin while the catheter appeared to have separated. The third photo depicted the catheter partially withdrawn from the pt's skin, but the twisted region from the first photo was visible. The evidence seen in the photo samples and the physical sample suggest that the catheter was retracted back onto the needle after partial insertion.

Event description:
(B)(6) 2014: it was reported that catheter broke during insertion. The catheter was said to be stuck in the pt.